Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: during nail removal surgery, after end cap removal, the advanced locking screw which was inserted to the second hole from proximal end of the nail was pulled out with a screwdriver, and when about 5 mm was pulled out, it started spinning and could not be pulled out any further. Only this screw was inserted proximal to the nail. After that, the surgeon attached a self-retaining screwdriver sleeve to the screwdriver, gripped the screw head, and pulled it while turning the screwdriver, but it kept spinning. After spending about 15 minutes, the screw could not be pulled out, so the surgeon gave up the removal of the screw and the nail. The self-retaining screwdriver sleeve attached to the screw head was attached quite rigidly, and he tried to turn it to remove it but had a hard time because he could not transmit force properly. 10 minutes were spent to remove the screwdriver from the screw head, only the distal screws were removed.